Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: review of the black box data did not reveal any evidence of short battery life. There was no activity outside of normal use in the alarm history. Neither battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. On investigation, ez-prime steps were successfully performed. All electrical current draws were evaluated and determined to be within specifications. The pump was exercised for 24 hours without duplication of a short battery life issue. Investigation did not duplicate the complaint. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue; shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).